Event description:
Pt has a monarc sling systems procedure for sui and a concomitant cystocele repair with mesh. Pt went home with no apparent problem. Pt presented 9 days later with a hematoma. Pt had surgery where bleeding vessel was found and repaired. Additional info received indicates that the pt is doing fine.